Event description:
Gambro intensive care therapy specialist was reporting incorrect weight removal. Machine failed periodical self-test related to the pressure monitoring system. Pt hct was previously 38, now 50. Blood pressure was previously low: 90's systolic, currently 89. Last 3 hours input/output treatment data revealed that: 1) pt set for 300 ml, actual removal 390 ml. 2) pt set 100 ml, actual 109.3 ml. 3) pt set 220 ml, actual 329 ml. Facility's nurse denied any incorrect weight change alarms. On review of input/output treatment data, the dialysate infused correct. Facility's nurse was instructed to notify the dr, terminate treatment, and resume on another machine. She was instructed to remove machine from service.